Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patients concern with the product. Additionally healthcare professional reported capsular contracture baker grade IV and "white calcified tissue all the way around the implant." Device has been explanted.